Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. And the reported event was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been more than 1 year, since the subject device was manufactured. Based on the results of the investigation, it was determined, that the reported event was likely, caused by stress to the bending section cover (a-rubber). Therefore, the glue fixing portion of the a-rubber broke off. However, the root cause could not be identified. The event can be detected/prevented, by following the instructions for use (IFU), which state: chapter 3: preparation and inspection: section 3.3; inspection of the endoscope. Inspection of the endoscope: 7: inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks or tears. This supplemental report includes a correction to g2 to provide information, that was inadvertently not included in the initial medwatch. An update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, after completing the inguinal hernia procedure, a chip was discovered in the bending section cover adhesive of the endoeye flex videoscope. The procedure was not extended, but after completion, a videoscope was used for a search, and the patient's anesthesia was extended by one hour with the sedative and additional x-rays were taken. The fallen pieces of material was found in the port and on the floor, and were retrieved. The size of the piece was a hole of about 1mm, and the adhesive part was about 3mm and 1cm. Some parts could not be found as their size did not match the missing part. The recovery took one hour and the doctor determined there was nothing remaining in the body. There was no secondary damage due to sharp parts of the fallen material, intraperitoneal lavage, or fallen parts. There was no impact on the patient's diagnosis or treatment results, or health hazards. The procedure was completed without changing the equipment.